Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-progress. A follow-up report will be provided.

Event description:
During a double platelets with plasma collection procedure, the donor's tbv was incorrectly entered as 5407 due to the operator entering the gender as male instead of female. The customer is not alleging a defect with the equipment, they realized this was an operator error. The donor had no reaction. This report is being filed due to the potential for injury from over-anticoagulation.